Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148368 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 148368 and test base part number 195-430h / lot 140518a/140518r. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148368 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The user reported false negative results with the binaxnow covid-19 antigen self test on two (2) test. This MFR. Report addresses test 1 of 2. The user reports that the binaxnow covid test was performed 3 times and generated 2 negative test results. The user states confirmation testing was performed and generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.